Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 02/02/2017, the reporter contacted animas, alleging the transmitter out of range alerts (cs 206) appeared in place of continuous glucose monitor (cgm) readings for more than three hours. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions.

Manufacturer narrative:
The transmitter has been returned and evaluated by product analysis on 04/27/2017 with the following findings: a review of the pump¿s black box showed two cs 215 cgm failure warnings. During investigation, the transmitter was able to be paired with the pump correctly. Blood glucose values were set twice within 2 hours and both values were entered successfully. The pump and transmitter were exercised for 24 hours and the devices performed within specifications. The pump case was removed and no intermittent condition was found to the cgm module. The complaint of a cs 215 call service issue was not duplicated during investigation.